Event description:
It was reported that this system with pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range ra pacing impedance measurement of greater than 3000 ohms. Additionally, there were some stored atrial tachycardia response (atr) events due to oversensing of noise prior to lss. Technical services (ts) noted two signal artifact monitor (sam) episodes with sam-1 being oversensing related to the minute ventilation (mv) feature and sam-2 with out-of-range impedance. Ts suspected ra lead issue. At this time, this pacemaker and ra lead remains in service, and there was no adverse patient effects reported.